Event description:
It was reported that during a follow up in clinic, ineffective high voltage therapy was noted on the device resulting in arrhythmia. The arrhythmia was self-terminated. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.